Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reamer was broken near the connecting part to the power tool just before the opening process was finished. The operation was completed without problem. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.